Manufacturer narrative:
(B)(4). The service engineer (se) replaced the touch frame. The ventilator passed performance verification tests (pvt), short self tests (sst), and extended self tests (est).

Event description:
It was reported that the ventilator had a malfunction of the touchframe. The ventilator was not on a patient at the time of the event.